Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 (B)(4) product type programmer, patient product ID 3093-28 lot# v785267 implanted:(B)(6) 2011 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported that her battery was low and she had it checked by the healthcare professional (hcp) determined she was due to have it replaced. The patient stated the device was being replaced due to normal battery depletion. The patient was she was to have it replaced on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 30th reported they were going to have the battery replaced due to low battery on (B)(6). The patient stated the outcome they were striving for was to relieve the retention so they did not have to self cath anymore. The patient stated they would like to stop the urge incontinence and improve the frequency during the day and at night. The patient noted they were experiencing more urgency, leakage, and frequency before they turned the battery off. The patient stated that after they turned the battery off there was not much difference. The patient noted they had decided to try botox procedure after consulting with the healthcare professional (hcp). The patient stated the bladder botox resulted in less frequency during the day and significant improvement in urgency. The leakage was also almost gone. There would be a small bit of leakage of urine if the bladder was full and they had to waited too long to empty their bladder. The patient noted she had some retention before the botox. The patient noted she had retention since before the original surgery in 2011. The patient noted about a week after the bladder botox they began to experience significant retention. The patient stated they had to self cath to empty their bladder completely. The significant retention began to lessen after about 4 weeks. The botox procedure was performed (B)(6)2017. The patient noted they had left the implantable neurostimulator (ins) off. The patient noted they could now empty their bladder about half way and they self cathed the rest. The patient stated they would typically void about 250-350 ml and cath about 150-250 ml. The patient stated as of (B)(6) they had moderate frequency and urgency and moderate leakage. The patient stated they continue to retain and had recurrent bladder infections. The patient stated they were looking forward to replacing the interstim and hoped to find a program that was effective in correcting their retention problem as well as the urge incontinence and frequency. There were no further complications th at have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported following implant patient never had therapeutic effect. The patient became disheartened because still having symptoms of urge incontinence and a little overactive bladder. The patient reported they had tried different programs and volumes and could not seem to find the right one. The patient was reprogrammed a couple of months and problem began; always never found the right program since implant. The patient turned off for about a month to see the different but was not that much of different off than on, it was better on for leaking for urge and frequency. The patient turned off 4 months ago frequency was worse when off and amount of leakage was worse. It was checked that everything was functioning and working correctly this was two months ago and did better on a low stimulation. The currently was on program 1 at 4v and health care provider stated to keep each program for one week. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with the manufacturer's representative. Appointment 2014-6-6. It was noted that the manufacturer's representative reprogrammed the interstim implant for the best results yet. The patient was now encouraged and not giving up on this. Additional information received noted that the manufacturer's representative did met with patient and reprogram her - didn't have date available. It was considered a general reprogramming. There was not any malfunction noted with the device, the lead placement was great and the patient was feeling it appropriately and it was helping the patient. However, representative feels the patient expectations are beyond what the patient's outcome is. Additional information was received from a consumer. It was reported that the patient hadn¿t had very good symptom relief since the implant and noted ¿well it did improve but I just wanted to find the right program to fix the leakage and urgency issues and I was still having leakage and I wanted it to be perfect.¿ the patient¿s doctor suggested botox so the patient had the procedure and it was noted ¿it has actually solved my problem with urge issues or any leakage at all but it will only last for 6-9 months¿. It was also noted that the patient had retention issues and that ¿I have to self cath to empty my bladder, and I noticed this in 2011 after my hysterectomy which was before the implant was put in, and I had to go to the ER because I couldn't empty my bladder and that¿s how I found out I had retention issues.¿ it was reported that there were no trauma/falls that could be related to this issue. The patient¿s indication for use was unknown. No further complications were reported/anticipated.